Event description:
Staff set up ventilator and placed it on a patient. The ventilator did not recognize that it was connected to a patient and did not begin ventilating. Patient was bagged and the ventilator was changed out. There was no harm to patient. As a result of this event and another, we have removed covidien ventilators from service in our facility and have obtained non-covidien rental ventilators for use with our patients.====================== manufacturer response for ventilator, 840 (per site reporter)======================sales representative said to call service technicians.